Event description:
It was reported that patient enrolled in clinical study underwent a left unicompartmental knee arthroplasty on (B)(6) 2011. Subsequently, it was reported that patient underwent a left knee revision arthroplasty on (B)(6) 2013 due to due to instability and recurrent effusions.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening and/or migration/subsidence of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."